Manufacturer narrative:
Two pictures were returned. One picture showed leakage at the inline filter from both the inlet and outlet filters. A second picture showed a red outlined leaking outlet filter with an inlet filter that appeared to be wetted out. The complaint of filter leakage can be confirmed based on the returned images. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
H6 type of investigation codes should include b13 and b14, and b01 should not be included/selected for both emdrs under this complaint, (B)(4) (9615050-2024-00226-01, 9615050-2024-00227-01 and 9615050-2024-00227-02).

Event description:
The complaint event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch that reportedly leaked an unspecified chemotherapy drug from the filter vent during an infusion. There were no obvious defects noted on the tubing set, such as cracks or breaks. No holes, cuts, tears or any other defects were noted. There was no spillage and no drug exposure to patient or staff. The tubing was replaced and therapy resumed. The products were stored in the air-conditioned room in the hospital and were not exposed to extreme temperature condition. There was no patient harm as a result of this complaint event. This report reflects the second of two events.

Manufacturer narrative:
The device is not available for investigation. However, a photograph was provided by the customer and evaluation of the photo is pending.